Event description:
Caller reported a tandem mobi cartridge alarm that intermittently occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the alarm and arranged to send a replacement pump while instructing the caller on returning the faulty pump, ensuring no interruption in insulin delivery by continuing to use the current pump until the replacement arrived.